Event description:
It was reported the patient experienced a ¿loss of therapeutic effect.¿ it was stated the patient was ¿not able to urinate¿ at the time of report. It was reported this occurred after the patient ¿bent over¿ and it ¿felt like something in her system broke¿ and she ¿felt it was not functioning.¿ additional information has been requested, but was not available at the time of report. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v224726, implanted: (B)(6) 2009, product type: lead. (B)(4).